Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; h2; h3; h6. The following sections was corrected: h4. Visual examination of the provided pictures identified signs of use on the pin (nicks/gouges). The pin has fractured into 3 parts. Images of the cut guide were also provided but did not confirm any particular failure. Further evaluation could not be performed as the devices were not returned. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. These devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar complaints for the reported item(s) and no additional complaints for the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - japan. Customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Suggested component code: mechanical (g04) - drill.

Event description:
It was reported when inserting the fourth hdless trc drill pin (diagonal hole) of the cut block, the connector part of the headless pin broke while remaining in the pin adapter. An attempt was made to remove the pin remaining in the cut guide using a pin extractor but was unable to do so. When an attempt was made to remove the pin using a chuck and power (reverse rotation), the pin broke further in the center. Attempts to obtain additional information have been made; however, no more is available.